Event description:
It was reported that the touch panel of cardiosave intra-aortic balloon pump (iabp) did not respond. On (B)(6) 2025, at 6:59 p.m the patient was presented to emergency room of the facility with an acute myocardial infarction (ami). At that time, the patient¿s right coronary artery (rca) was observed to be occluded. During the preparation for percutaneous coronary intervention (pci), the patient had a loss of consciousness and went into shock with pulseless electrical activity (pea). On the same day at 8:00 p.m., the decision was made to initiate iabp therapy for this patient. When this iabp unit was turned on, the touch screen did not respond. On the same day at 8:08 p.m., the touch screen became active after this iabp unit was turned off and on several times. Then ¿start¿ key was pressed on the touch screen and iabp therapy for this patient was initiated. Reportedly the patient¿s hemodynamics had been maintained with vasopressor and cardiotonic agent. Pci and stenting for right coronary artery (rca) were performed successfully; however, the patient¿s general condition did not improve. On the same day at 11:35 p.m., the patient expired due to acute myocardial infarction (ami) resulted in cardiac failure. The physician also commented that the relationship of the patient¿s death to both the event and the iabp unit was possibly low (but cannot be denied).

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4 g3, g6, h2, h11. Corrected fields: h1.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code). This complaint record is being closed because as per the field service engineer it seems likely that the hospital's idea is not to repair this device and are probably considering a replacement. If information is received, the complaint will be reopened and updated.